Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon alleged that this g7 screw was fractured, when insertion. The tip of the screw remains in the body of the patient. No additional information is available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
UDI# (B)(4). Visual inspection of the screw identified it had fractured at the head. The product was sent to sem for further analysis. The analysis identified fracture due to torsional overload. Part of the fracture appeared to be post-fracture damaged and it did not reveal evidence of exact crack initiation area on the screw fracture. Cracks suspected to have propagated towards the edge of the screw. Fracture surface showed ductile overload dimples throughout. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.